Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument o perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley between the grip cable and conductor wire. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, fenestrated bipolar forceps instrument wire was damaged. No patient involvement. Follow up was performed however no additional information was obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.